Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: a review of the black box showed occlusion alarms with high force. The rewind, load, and prime steps were performed correctly with no alarms. The pump was exercised for 24 hours with no occlusions. Force calibration testing failed. The force sensor was removed and tested. The resistance value was found to be in specification. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. The pump casing was cracked at the bottom right corner between the keypad and the pump seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.